Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a small piece from the tip of the device came off. It was an open case so if anything came off it would have been retrieved. There was no patient injury.

Event description:
According to the reporter, during a procedure, a small piece from the tip of the device came off. It was an open case so if anything came off it would have been retrieved. There was no patient injury. No further information available.

Manufacturer narrative:
Additional info: b5, d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. Visual inspection found that the plastic tip on the jaws fractured. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.